Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of this malfunction was identified as a strip issue.

Event description:
Customer complains of "lo"results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 199-230mg/dl fasting. Verified test strips expire 12/31/2016. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test lo and lo. Reviewed meter memory: (B)(6). Customers concern: about the result of lo on (B)(6) 2015 @ 10:04 pm. No adverse event reported. The customer is stating that she is feeling fine and when she used her mother's meter; she was able to obtain a result.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of "lo"results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 199-230mg/dl fasting. Verified test strips expire 12/31/2016. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test lo and lo. Reviewed meter memory 1:lo mg/dl (B)(6) 2015 10:04:00 pm fasting:no. 2:224mg/dl (B)(6) 2015 10:00:00 pm fasting:no. 3:185mg/dl (B)(6) 2015 08:16:00 am fasting:no. 4:253mg/dl (B)(6) 2015 07:20:00 pm fasting:no. 5:245mg/dl (B)(6) 2015 10:30:00 pm fasting:no. Customers concern:about the result of lo on (B)(6) 2015 at 10:04 pm. No adverse event reported.